Manufacturer narrative:
Device has not been returned to sorin group deutschland. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch post-procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen. The pump was tested and no further issues were identified. The unit was returned to service. Pictures of the replaced touch screen were provided to sorin group deutschland for further investigation. Analysis of the photographs identified the root cause of the reported issue to be liquid penetration into the kapton-tail, which led to oxidation of the component. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA and change order have already been implemented. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch post-procedure. There was no patient involvement.